Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of the bd precisionglide¿ syringe and needle leaked out of the bevel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: four samples were received for evaluation. The four returned samples were attached to a syringe, and filled with water. No leakage was observed therefore failure mode is not verified and root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Eight visual inspections were performed on 550 parts with zero defects noted. One leak test was performed on five parts with zero failures noted. No quality notifications were written for this batch. Investigation conclusion: the defect could not be confirmed as reported.

Event description:
It was reported that during the use of the bd precisionglide¿ syringe and needle leaked out of the bevel. There was no report of exposure, serious injury or medical intervention.